Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that while using a cleo device, the system had lifted from the patient's skin inhibiting insulin therapy delivery. The patient stated that she started feeling "lousy and knew something was wrong". The patient discovered that her blood glucose reading was 594 mg/dl. She had nine spare cleo systems, but she was not able to get any of these to stick to her skin. Additional information has been requested and not received. No further adverse events reported at this time. See MFR: 3012307300-2016-00538, 3012307300-2016-00620, 3012307300-2016-00622, 3012307300-2016-00623, 3012307300-2016-00624, 3012307300-2016-00625, 3012307300-2016-00626, 3012307300-2016-00627, 3012307300-2016-00628.